Manufacturer narrative:
B5: additional information.

Event description:
Initially the user facility reported a vaser procedure was performed in may on a patient from out of town. The patient then reported 3rd degree burns in june and had been hospitalized. Additional information had been requested. Doctor performed a vaser treatment using a klein aspiration pump. The system was tested prior to treatment. The procedure was performed with the highest amplitude level used: 70%. 4309cc of tumescent fluid was used. A 3-ring probe was used, there was no damage to the probe during treatment. A skin port was used and was not damaged or misaligned. A wet towel barrier was utilized to protect skin from probe contact. No other treatments were performed; however, it is unknown if the patient had additional procedures within 90 days prior. The patient was under tumescent anesthesia, and the procedure of vaser delivery took 56m 17s. The patient reported 3rd degree burns and noticed blisters three days after the procedure. Initially the patient was given multiple medications to rule out bacterial infection. The patient was out of state for follow up visits. There was no response to our attempts to reach the patient.

Manufacturer narrative:
Investigation ongoing.

Event description:
The user facility reported a vaser procedure was performed in may on a patient from out of town. The patient has now in june reported having 3rd degree burns and had been hospitalized. Additional information has been requested.

Manufacturer narrative:
A serial number was not provided; therefore, the device history records could not be reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Complaint type identified within risk analysis and performing within anticipated rate. This investigation is complete.